Manufacturer narrative:
Investigation summary: bd received customer photos for investigation. The photos show multiple tubes leaking blood and one tube with its stopper separated from its shield. For functional testing, 29 retained samples from lot number 5147540 were evaluated. All samples passed the functional tests. Additionally, 30 retained samples from lot number 5147540. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 5147540, for the indicated failure modes: closure separation and damaged. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® sst¿, one (1) tube was found to be cracked, resulting in a blood leak, and one (1) tube exhibited difficulty with stopper removal. No adverse impact was reported regarding the patient or the user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® sst¿, one (1) tube was found to be cracked, resulting in a blood leak, and one (1) tube exhibited difficulty with stopper removal. No adverse impact was reported regarding the patient or the user.